Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred after customer filled new cartridge with insulin and an occlusion alarm occurred. There was no damage observed to the cartridge. Customer's blood glucose was 250 mg/dl. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
Statement removed (device investigation completed).